Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) performed good faith attempts to get further information regarding the mentioned barcode scanner issue for troubleshooting but did not receive any information and proceeded to close the case. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the scanners were not working to scan barcodes to dispense medications the customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.